Manufacturer narrative:
The insulin pump passed the functional tests and had no audio anomaly. However, there was no vibration alert due to a broken wire at the vibrator motor. The insulin pump was also received with minor scratches on the display window.

Event description:
It was reported that the customer had an audio/beep anomaly on the insulin pump. Customer stated that he is not getting an alert when he has a low reservoir. Customer stated that it did not beep or vibrate to wake him up. Customer was asleep at the time. Customer's blood glucose level was 193 mg/dl when he woke up. Customer stated that he has noticed that the pump was not delivering like it was before, but he did not elaborate. Customer stated that the alert type in the pump was set to vibrate and the setting alert type was set to beep high. Customer performed the self test and the pump did beep during the tone test. Customer was advised to monitor the pump. Customer stated that the pump did not vibrate during the self test portion of the troubleshooting. Customer stated that the pump had 1 bar in the battery meter. Customer was explained that the vibrate mode will not work if the pump is in the low battery status. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.